Event description:
One touch ultra meter was reading the incorrect units of measurement. The mas attempted to reach the patient by phone and the answering machine did not accept a message. A letter was sent to the patient. The patient ate food and/or drank beverage following attempted use of the meter. Results obtained on the reported meter was not provided. Treatment given by a medical professional was not provided. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct unit of measurement. The patient had not recently changed the units of measurement in the meter settings. No products were replaced.